Event description:
During a lap wedge resection procedure, when fired, the staples were not b-shaped. It caused bleeding, so the dr used a competitor's device to finish the procedure. No pt consequence.